Event description:
It was reported that the patient presented with a heart rate of 30, and it was not possible to interrogate the device. The device was found to have reached elective replacement indicator (eri) in less than 14 months, and was subsequently explanted and replaced. There was concern that remote monitor function contributed to the battery depletion of the implanted device. The monitor was later returned to the manufacturer. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found a burn on the bottom housing and liquid ingress on the printed circuit board assembly. Due to the circuit board contamination, the monitor was unable to power up. (B)(4).